Event description:
The customer reported the ventilator would not turn on. The customer reported there was no patient involvement. The facility biomedical engineer confirmed the reported problem. The biomedical engineer has ordered a replacement power supply to address the reported problem.